Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% in-stent restenosis in the distal portion of a somewhat tortuous rca, the maverick 2 monorail balloon lost pressure at 4 atmospheres on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another maverick2 monorail catheter and the lesion was successfully dilated. A nir stent was then deployed, as was originally planned, proximal to the previously placed stent. The procedure was successfully completed. A guidant acs guidewire (size unknown), a cordis guide catheter (size unknown) and a nir stent were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.